Manufacturer narrative:
(B)(4). D10: 00598005702 - stemmed tibial component precoat size 8 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 64048955. 00599405010 - 10mm height size g with locking screw blue articular surface use with femoral g / screw enclosed do not discard - 63600733. 00599401791 - left size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 64327283. 00597206541 - all poly patella standard cemented size 41 mm diameter 10.0 mm thickness - 63208850. 00599003701 - posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw - 62737102. 00599003720 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw - 63114725. 00599003701 - posterior femoral augment block precoat may be used with distal and/or anterior blocks size g 5 mm augment with screw - 63668150. 00598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 64600616. 00599003720 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 10 mm augment with screw - 64582108. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee procedure. Approximately 1 year post-op, the patient was revised due to pain and stiffness. The tibial component, poly, and stem were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: mechanical (g04) stem. Visual examination of the provided picture identified that the stem appears intact but has surface irregularities consistent with potential usage or removal-related artifacts. There are no visible fractures or gross deformities on the implant in this image. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by mmi. They state that the left knee arthroplasty is anatomically aligned, with no evidence of implant loosening or fracture. The assessment noted the presence of proximal tibial screws from a tibial tubercle osteotomy. Bone quality was identified as osteopenic. No radiolucency, malalignment, or other abnormalities were detected. However, the report suggests that the proximal tibial screws could potentially contribute to the patient¿s reported pain due to their relationship with the tibial implant or surrounding soft tissue structures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.